Event description:
Consumer called to report getting inaccurate low readings with his logic meter. Analysis run on clark error grid mean avg reading (52) as ref. Point vs. Bd readings of 20,77,92,18 yielded data points in the d zone of the grid, outside of acceptable limits.